Event description:
The access device does not allow for the trap piece to be inserted with ease (resistance can be felt) and it creates a more narrow end at the point where the core biopsy sample would be obtained. Because of this, the core sample has not been as long/adequate as normal and the nurses are having to insert the trap multiple times to get enough of a sample. The needle is smaller in this lot than what it should be, it takes multiple passes to get what is needed. The needle is smaller in this lot than what it should be, it takes multiple passes to get what is needed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. After three notifications, the sample from the alleged complaint has not returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without a device to evaluate, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
The access device does not allow for the trap piece to be inserted with ease (resistance can be felt) and it creates a more narrow end at the point where the core biopsy sample would be obtained. Because of this, the core sample has not been as long/adequate as normal and the nurses are having to insert the trap multiple times to get enough of a sample. The needle is smaller in this lot than what it should be, it takes multiple passes to get what is needed. The needle is smaller in this lot than what it should be, it takes multiple passes to get what is needed.